Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018, to remove five (5) titanium locking screws, an 11mm titanium cannulated tibial nail and a titanium end cap due to delayed healing and a non-union. It original implant date of the explanted devices is unknown at this time. The patient was revised to a larger 13mm tibial nail and used a locking screw on the lateral side to aid with proper reduction. The procedure was completed successfully. There was no surgical delays and no additional medical intervention required during the procedure. No patient outcome reported. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: part 04.005.532s, lot h288317, manufacturing location: (B)(4), manufacturing date: february 06, 2017. Expiration date: december 31, 2025. Inspection sheet for whirl thread, vibe, flute final inspection ns053611 rev: j met inspection acceptance criteria. Part 04.005.532.999, lot: h274804. 5.0mm ti screw blank 42mm. Raw material part 23020, and lot: 7026292 was reviewed. Raw material for titanium was received from (B)(4). Product certification was received from (B)(4) and raw material receiving / putaway checklist meet specification. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Corrected data: date of event: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.